Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a balloon dilation procedure performed on april 19, 2022. During the procedure, it was noted that the balloon inflated to 18mm diameter and held for around 3-5 seconds then suddenly lost pressure and burst. Re-inflation was attempted but the balloon would not hold inflation. The procedure is completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Functional evaluation was performed by attaching the device into an alliance inflation system, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. The found problem pinhole does not confirm the reported event of balloon burst; however the pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The pinhole problem is likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have created friction, resulting in the found problem of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a balloon dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon inflated to 18mm diameter and held for around 3-5 seconds then suddenly lost pressure and burst. Re-inflation was attempted but the balloon would not hold inflation. The procedure is completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.